Manufacturer narrative:
Evaluation of the power plug will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an iu22 ultrasound system power plug caught fire. There was no injury or clinical use associated with this event.

Manufacturer narrative:
The power plug and cord involved in this incident were replaced and disposed of at the customer site. Therefore, a failure analysis of the failed power cord could not be performed. Further analysis at the facility determined the defective electrical outlet caused the power plug fire. No additional damage resulted; the customer¿s ultrasound system was unaffected and replacing the outlet resolved the issue. Electrical safety tests were performed to verify the solution.